Event description:
The customer's wife reported multiple motor error alarms. The wife also stated that the customer was hospitalized for high blood glucose levels, with a reading of 360 mg/dl. The customer also had chest and stomach pain. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.